Event description:
It was reported that during the hernia repair procedure the first 6 shots were good, then the device began firing straight shots. On inspection by bard rep it was noted that the tooth jig at the end of the shaft had sheared off.

Manufacturer narrative:
Complaint was confirmed for straight shots due to a broken tip. Tip appears to have been exposed to some type of excess force causing it to break.